Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: robotic ventral hernia repair. Event description: part of the seal from inside of the trocar was detached from the trocar and sitting on top of the bowel. Additional information was received via email on tuesday 24-oct-2017 from territory manager: it is unknown if any devices were used at the time the incident occurred. It is unknown of what brand of clamp was used in the robotic surgery. The color of the seal was black. All of the pieces were retrieved from the patient after falling in. The facility would like to request a credit. Patient status: no patient harm.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a rubber fragment. Visual inspection confirmed the complainant's experience of seal component separation. The rubber fragment returned completed the missing portion on the septum, a rubber component of the seal. Based on the condition of the returned unit, it is likely that the reported event was caused by an instrument. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional information was received via email from territory manager on tuesday 21-nov-2017 : "I did speak directly with the tech that was in the case and she said that she did purposely cut the duckbill so that she could see the septum. The reason was so that she could compare the fragment that was in the abdomen to the missing part of the septum. Instruments/ product placed within trocar: camera, grasper to remove needles, mesh."